Event description:
Pacer and leads implanted 8/7/95. Pt presented with chf. During admission device was noted to have problems sensing and capturing on the ventricular channel. Transferred to this facility on 10/9/95 for evaluation. There was a question of chest wall stimulation and malfunction with arm movement. Pt observed, pacer tested and found to have intermittent sensing and capturing on 10/10/95. Pt required replacement of ventricular lead and repositioning of atrial lead on 10/12/95. Ventricular lead removed due to malfunction and questionable fracture.